Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. Review of remote merlin.net transmission showed multiple non-sustained rv oversensing episodes due to possible agonal rhythm below the patient's lowest vt zone. No therapy was delivered.